Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured at the tip during surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. On visual inspection, the instrument shows signs of moderate wear and the tip is noted to be fractured. The non-conformance database was reviewed and there were no non-conformances found. This is the only complaint for this lot regarding a fractured tip. The most likely underlying cause of the complaint is the instrument experienced force in excess of what it was designed to encounter. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.